Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that stimulation was turned up to the point of shocking his brain after enabling adaptive stimulation. Stimulation was lowered. Stimulation was shown as on when this occurred. Relevant medical history included non-malignant pain. No follow-up was required.